Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, t2 of the fast-fix could not be deployed. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.

Manufacturer narrative:
H10: h2: additional information: b2. H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. The suture and t2 anchors were returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip functioned as designed. A review of the customer provided image reveals the anchors have been detached from the needle. The t1 anchor has been cut from the suture likely from reported malfunction since t1 was already deployed into the meniscus. No visible damage to needle in image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time. Correction: h6: health effect - impact code